Manufacturer narrative:
The company service representative examined the system. No problems were found related to the reported event. Unrelated to the reported event, the company service representative cleared the bag bay of debris to address multiple instances of system message (sm) - [bag bay door open] in the event log. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported the torsional and phaco did not work during the phaco portion of the surgery. Additional information has been received indicating the surgical procedure was a cataract extraction with intraocular lens implant (iol). The system was exchanged to complete the surgery with no harm to the patient.